Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix pos mesh. Later the patient experienced dyspareunia, vaginal dryness, pelvic pain and tenderness when mesh area palpated. Vagifem, premarin, nortriptyline, valium, baclofen and physical therapy were prescribed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.